Event description:
A facility reported that the tip of the silicon tubing of the cusa excel 36khz curved extended precisiontip (c4608s) melted/burnt preoperatively. No user injury was reported. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 36khz curved extended precisiontip (c4608s) was not returned and no pictures were provided of the alleged "melted/burnt flue." Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. A definitive root cause determination for this alleged issue is not possible, as the product has not returned for evaluation, pictures have not been provided, and there is limited information available. However, based on the complaint as reported, and the fact that there have been no other complaints reported for this finished goods tip lot or for this tip component lot, a possible root cause could be use error, causing the tip to overheat and melt the flue. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.